Manufacturer narrative:
Manufacturers ref# (B)(4). PMA/510(k): k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the doctor converted the filter for jugular deployment and had lots of problems getting the filter to hook onto it. When he finally got it to hook on, he got it into the sheath and into the patient but the jugular catheter handle would not deploy the filter inside the patient. The device was removed and the procedure was successfully completed with another device of the same type. Patient outcome: the complainant did not report any adverse effects to the patient due to this occurrence.

Manufacturer narrative:
Manufacturers ref#: (B)(4). Summary of investigational findings: difficulties in reloading from femoral to jugular introducer, but finally the filter was hooked. The filter was advanced through the sheath, but the jugular handle would not deploy the filter. The device was removed and replaced without any harm to the patient reported. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. An unopened igtcfs-65-1-uni-celect-pt was returned with the complaint device; a jugular introducer and a celect-pt filter placed inside the protection sheath. Blood / biological matter was present. The system was curved, likely because it had been wrapped to fit into a small plastic bag for return. The protection sheath was severely kinked 55mm from the distal tip, ie where the filter hook was placed inside. The protection sheath was pulled back and revealed that the filter was not attached to the grasping hook, but despite a thorough analysis no nonconformances could be found on filter hook or on grasping hook. The red locking mechanism was not pressed, ie the system was still locked, but after opening the handle no nonconformances were noted and the locking mechanism worked as intended. The release mechanism worked as intended, too, when pressing the release button and the filter could be attached and released without any difficulties. Based on these findings it is suggested that the reported difficulties in reloading the filter resulted in an improper attachment to the jugular introducer and caused the filter to unintendedly detach inside the sheath, thus giving the impression that the filter could not be released. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and / or event has been received since the previous medwatch report was sent.